Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: insufficient blood sample applied to test strip or sample not detected. Manufacturer contacted customer with phone call within 24 hours for knowing customer's condition; customer reported that was hospitalized on (B)(6) 2016 customer reported the blood glucose reading at the hospital was above 500mg/dl. Customer treated with insulin and the blood glucose level dropped to 300mg/d. The blood glucose then lowered to the 300's; customer was still hospitalized; follow up phone call on (B)(6) 2016, customer stated that is improved, has not diabetic symptoms; customer repeated that was hospitalized on (B)(6) 2016, because the blood glucose level was 500mg/dl, was treated with insulin 20 units; customer advised if the glucose level raise 200mg/dl that treated it with 30 units of insulin; customer stated left the hospital with glucose level of 237mg/dl.

Event description:
Costumer reported complaint for e-2 error message. The customer is concerned with tests results from results obtained of e-2. The customer reports symptoms of feeling sweaty and having a headache. Based on the symptoms, customer advised to seek medical attention. Call back scheduled within 24 hours. During the call on (B)(6) 2016, a blood test was performed by the customer and produced test results of 510 mg/dl. The product is stored according to specification in the living room. The meter memory was reviewed for previous test result history: undisclosed.